Event description:
Rep was notified that a patient's right hip is to be revised due to metallosis. Surgeon inquired if the femoral head is in scope of the lfit v40 recall (it is not). The planned revision will be a head/ liner exchange. No further information is available to the rep.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.